Event description:
Patient presented to the physician with continuous pain at the ipg site that radiates to the clavicle. Imaging was performed and upon further examination, an infection was determined. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.